Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth stat (pth stat) on a cobas 6000 e 601 module. The initial result was 7.30 pg/ml. This result was reported outside of the laboratory where the doctor requested repeat testing as the result did not match the patient¿s clinical picture. The repeat result was 26.64 pg/ml and was believed to be correct. The customer later ran a 2nd sample from the patient with results similar to the repeat result from the original sample. The specific results from the 2nd sample were not provided. The pth stat reagent lot number was 534774. The expiration date was not provided.

Manufacturer narrative:
The customer has had no other issues. The sample looked normal with no bubbles or fibrin.

Manufacturer narrative:
The field service engineer (fse) found the pinch tubing needed to be replaced. The fse replaced the pinch tubing and the customer performed liquid flow cleaning (lfc) and ran qc. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was within the customer's set range. There was no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.